Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that a leaking cartridge was observed. Customer experienced an elevated blood glucose (bg) level of 864 mg/dl and the customer was hospitalized. Customer received an insulin drip to address bg level. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.